Event description:
An aus device was implanted on 8/31/83. The cuff was revised on 11/9/83. The oumo was revised on 8/15/84. The pump and balloon were revised on 3/6/85. The entire device was removed from the pt on 9/23/96 due to fluid loss.